Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not save pt data. No pt injury was reported.